Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy w/moisture) issue. It was noted that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2015 with the following findings: during investigation, the pump powered on to a fully illuminated display. There was no cloudiness observed. The pump case was removed and there was evidence of moisture ingress on internal components. A leak test was performed and failed indicating a battery compartment and pump case leak. The battery compartment and pump case were both observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.